Manufacturer narrative:
Qc pre the event was within lab established ranges. Qc was not run after the event. Post low results, the customer cleaned the flowcell, ran calibration which passed and qc recovered within lab established ranges. The customer performed routine maintenance which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate unit and higher results were obtained. Amended reports were initiated. Patients treatment was not initiated or withheld by this event.